Manufacturer narrative:
Beckman coulter field service manager (fse) confirmed that the probable cause was identified as multiple hardware malfunctions. The fse replaced (2) buffer valves and pressure sensor to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported questioning ion selective electrodes (ise) patient results including sodium (na), potassium (k) and chloride (cl), involving the dxc 700 au clinical chemistry analyzer, (pn b86444, sn (B)(6)). There were no questioned ise patient results reported outside the laboratory. There was no injury, death, or delay/change in treatment or diagnosis related to the reported issue and there was no report of harm for a patient, an operator or any other person.